Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime. Customer¿s blood glucose level was 200 mg/dl. Customer unable to exit from rewind window. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. However, device alarmed compromised force sensor system during the basic occlusion test and unable to prime during compromised force sensor system test due to moisture damage force sensor resistor . Unable to perform occlusion test or excessive no delivery test due to compromised force sensor system alarms.